Event description:
I was not feeling as though the central sleep apnea device was working as I had been extremely tired over the last months and adjustments didn't seem to solve the problem. Later I was told the device was being recalled after I paid nearly (B)(6) for this device. I went to see my dr and she prescribed a different device and suggested I stop using the resumed asv or v-pap. Important info: by the way I have not yet reported this to the company as I have been overwhelmed with many issues since this date. I plan on filing a complaint and hoping to have them refund the exorbitant expense in this device that has been recalled. I was diagnosed in 2013 with a severe case of sleep apnea, mostly central with some obstructive. I was advised by a rt at adventist medical equipment to buy this machine at an expense of (B)(6) only to be told later due to my low ejection fraction I should looks to replace this device as it is being considered a threat to my life and future. I have since replaced the device. I have a newer model of resmed sleep apnea machine that cost me (B)(6) more. I am still currently being treated for sleep apnea and continue to use the replacement device but feel very angry I have paid (B)(6) for a paper weight. I am on many mess to treat my ongoing heart condition as many aspects of that prior condition have changed.